Event description:
It was reported that the customer was not receiving the correct amount of insulin, and experienced high blood glucose levels. It was stated that the customer programmed a 5.0 unit bolus, but only 2.0 units exited. Troubleshooting was performed, and it was stated that very little insulin exited during the prime test. The insulin pump failed the high pressure test twice. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.